Event description:
The customer reported system errors which resulted in an uninitiated loss of system functionality. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The emergency fast stop switch was evaluated and repaired. The system was tested and found to be working as intended and returned to service.